Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing set cracked at the at the medline while connecting it to the patient's central line. Additional information requested, but was not provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that the IV tubing set cracked at the at the medline while connecting it to the patient's central line. Additional information requested, but was not provided.